Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: a multicentre european registry to evaluate the direct flow medical transcatheter aortic valve system for the treatment of patients with severe aortic stenosis citation: eurointervention (2016) 12(11):e1413-e1419 (doi 10.4244/eij-d-15-00511) author: christoph k. Naber md earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the evaluation of the direct flow medical transcatheter aortic valve implant. All data were collected from multiple centers. The study population included 250 patients (predominantly male, mean age 82.5 ± 5.5 years) 4 of which were implanted with medtronic corevalve after an unsuccessful attempt to implant a direct flow medical device. Serial numbers not provided. Among all patients adverse events included: 5 incidents of stroke, 2 major bleedings events, 1 myocardial infarction (mi) and 10 vascular complications. Other adverse events included; 30 incidents of permanent pacemaker implant, 21 of which were implanted due to complete heart block (chb). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.